Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Groin lymphatic resection- "lymph nodes resection in the groin area for metastases performed by dr. (B)(6). Dr. (B)(6) freed the nodes that were located in fatty tissue on top of the quadriceps muscle. The eb030 was used during the entire procedure, also on large blood vessels / v. Saphena magna. Hemostase was good during the entire procedure. Also some tissue near the fascia was dissected. The jaws of the device were cleaned several times during the procedure using a wet gauze. After approximately 1 hour of use the generator gave a check device alarm. When they checked the device it was noticed that the knife blade was stuck in the jaws. The knife was completely visible while opening the jaws. They were unable to end the procedure with the eb030 and decided to use normal diathermy instead. "

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed that the blade remained in the extended position in the jaws. Upon further evaluation, it was found that an internal post in the handle that controls blade movement had snapped, causing the handle to separate enough for the blade to become disengaged and stuck in the forward position. This occurrence will cause an electrical short, causing the device to alarm as the blade is in contact with the electrodes. The root cause of the device alarm and visible blade was a snapped post in the handle that contributed to the device shorting. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.